Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the compressor printed circuit board (pcb), which resolved the reported issue. The ventilator passed self-testing.

Event description:
Report received that, during patient use, the ventilator's compressor went inoperable. The patient was removed from the ventilator. No harm to the patient.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.